Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing redness and bleeding had occurred while wearing the pod on the patient's hip/buttocks. The patient visited the doctor and was prescribed dermacombin, betacorten, gentamicin cream for treatment.